Event description:
It was reported that during an interventional procedure in a de novo, 90% stenosed, moderately calcified lesion in the proximal left anterior descending coronary artery, pre-dilatation was performed and a mini vision stent was implanted. A 2.5 x 15 mm nc trek was prepared per the instructions for use and advanced on a fielder fc guide wire without any strong resistance. There was resistance with the anatomy due to the calcified lesion. The balloon ruptured during the first inflation at 14 atmospheres. The device was removed from the patient anatomy without any strong resistance, however, there was resistance with the anatomy due to the calcified lesion. Another same size nc trek was used to complete the procedure. There was no report of a clinically significant delay in the procedure or adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: fielder fc, guide catheter: radiguide 6fr jl3.5, stent: mini vision 2.5x18mm. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.